Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device functioned within electrical specification throughout detailed analysis. There are no indications in the device memory that the device failed to deliver therapy as programmed. Analysis has concluded the this deiced performed normally throughout testing, operating as designed.

Event description:
Boston scientific crm received information that during a follow up visit, this pacemaker was not providing adequate pacing. A threshold test was performed and the device then returned to ventricular pacing, and then to a fixed rate in doo. To be able to program it back to dddr 65-130bpm; it was required to program the device first to vvi-50bpm and then to dddr configuration. The patient felt some unpleasant feelings while in doo configuration and lack of ventricular pacing. A device malfunction was suspected. The device was removed, replaced, and returned for analysis.

Manufacturer narrative:
A new device was successfully implanted. To date, the explanted device has not been received at boston scientific crm. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.